Manufacturer narrative:
(B)(4). Pump received with cracked case at the display window corners, cracked window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Pump passed the displacement. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that there are large cracks on the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.